Event description:
It was reported that the device was found to be in backup vvi mode upon interrogation while still in the box. The device was returned unopened.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: the reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that the cause of the backup vvi was a bus error. The bus error was reproduced during temperature chamber testing. The root cause of the backup vvi was an anomalous component on the hybrid. (B)(4).